Event description:
Pt w/ bilateral subcutaneous mastectomies in 1976 and delayed (4 days later) gel reconstruction subcutaneously w/unknown type and size - no records. These incapsulated, so in 1977, pt had bilateral open capsulotomies and replacement of the same implants in the submuscular space. The rt re-encapsulated, so in 1983, pt had bilateral capsulectomies/removal of ruptured implants and replacement w/bilumens of unk size and type - no records. When pt developed further breast masses in 1992, they had excisional biopsies and removal of the bilumens which had discolored saline and replacement with salines. The pt reports the rt has painfully re-encapsulated in recent years. Also, pt c/o recurrent painful "cysts" in the rt breast. Pt has had multiple biopsies in past. Family history negative for breast cancer. Additionally, over the years pt has developed disabling systemic symptoms diagnosed as either "behcet's" or crohn's. Pt believed these symptoms include "fms's", arthralgias, positive morning stiffness, myalgias, paresthesias/dysesthesias, spasms, swelling, fatigue, sleep disturbances, fevers, headaches, tmjd, dizziness, memory loss/anxiety, sicca, hair loss, sensitivity to sun, cold and chemicals, shortness of breath and cough, chest pain/costochondritis, choking sensation, hypertension, high cholesterol, weight fluctuations, gi/gu disturbances and easy bruising. Pt is otherwise healthy.